Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was missing and the metal part of the grasping section was visible. The tissue pad was worn and torn with a missing part. There was a mark in the probe where it came in contact with the non-insulated area of the grasping section and was abraded against it. The coating of the grasping section and the probe was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn because output was activated in seal & cut mode while grasping nothing with the grasping section and the probe tip, or activation continued after transection of tissue, which resulted in the tissue pad being worn away, causing the non-insulated area of the grasping section to touch the probe. Output in seal & cut mode was then activated with the non-insulated area of the grasping section touching the probe. This caused the short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. It is likely the tissue pad was missing due to performing output while grasping nothing (including the case where the user kept activating after cutting tissue), which caused the distal end of the tissue pad to peel away. The tissue pad then fell off due to load being applied to the peeling tissue pad. The coating of the grasping section could have come off when dirt such as a burn was scraped off with something hard. The probe coating was likely peeled off due to activation in seal and cut mode for a long duration while no tissue was grasped by the grasping section and the distal end of the probe (including continued activation after completion of tissue cutting). However, a definitive root cause of the reported issues could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during an unspecified procedure, the subject device did not stop activation as expected which resulted in a long cutting and sealing cycle which was visibly very hot. Subsequently, the device short circuited with increasing frequency which impeded the procedure. The procedure was completed using another similar device after a delay of approximately five minutes. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was missing. This report is being submitted for the malfunction found during evaluation (missing tissue pad).